Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 200 mg/dl the time of incident. Customer stated that insulin pump received battery error and was completely dead. Customer stated that the insulin pump was not exposed to moisture. Customer was not calling back after receiving a new battery cap. Customer stated the contacts on the battery cap were neither missing nor damaged. Display did not returned after pump restart. Customer stated the spring was neither damaged nor corroded. The insulin pump will not be returned for analysis.